Manufacturer narrative:
(B)(4) the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "vascular occlusion" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with 0.8 ml of juvederm® ultra xc in the lips. The patient then experienced a "vascular event." The patient was treated with hyalase® and the color returned. The patient was seen the next day and was noted to have good tissue perfusion.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported a patient was injected with 0.8 ml of juvederm® ultra xc in the lips. The patient then experienced a "vascular event." The patient was treated with hyalase® and the color returned. The patient was seen the next day and was noted to have good tissue perfusion.